Manufacturer narrative:
(B) (4). Increased bowel movements. Foul taste in mouth.

Event description:
It was reported that the pt had the following symptoms: shakiness, increased bowel movements, a foul taste in his mouth, cold and tingling sensations. The pt was advised to go to the hospital by the hcp, but the pt refused. The pt was prescribed oral medications at that time. A confirmed motor stall was recorded on (B) (6) 2009, at 0021 with no recovery noted in the event logs. The pt denied any exposure to MRI or other electromagnetic sources that may have caused the motor stall. The hcp programmed a single therapeutic bolus; the stall did not recover. They had planned to program the pt's pump to the minimum rate and considered explanting the pump. The pt was worried that he would "get bolused with the drug." A tube set error message occurred when some of the reservoir volume was removed by the hcp. The volume was removed in order to "appease" the pt. They had planned to replace the pt's pump. The medication being delivered via the device system was morphine sulfate. Additional info has been requested, a follow-up report will be sent if additional info becomes available.